Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, the top battery, mechanism rails, and catch beam. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source; however, the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone13.2 cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for a communication error while wearing the pod.